Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported over infusion. The customer states the product will not be returned at this time because they are doing their own internal investigation.

Event description:
Customer reported that device pumped too much fluid. Ifosfamide infusion was set to run as a secondary infusion at 200ml/hr with a vtbi of 800mls. The infusion should have run for 4 hrs. At 1.25 hrs after the infusion was started the infusion bag was empty. The set and infusion bag were discarded per protocol due to the infusion being chemotherapy medication. No pt harm or medical intervention required. Customer states that no further pt or event info is available.